Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a critical battery alarm, a power_disconnect alarm, and multiple premature switching evens. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events, power disconnect alarm, and critical battery alarm were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Event description:
It was reported by the vad coordinator that the patient heard a single beep tone from the controller and the power switched to the other port when the battery was not "empty". The battery was replaced and there was no reported effect on the patient. Investigation is ongoing.